Manufacturer narrative:
Exact date unknown, event occurred a year ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 17790831/17790831.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient was also experiencing burning at the ipg site. It was also stated the patients leads had high impedance. The patients ipg and leads were replaced with an MRI compatible device.